Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not manufactured in the us. Patient code (B)(4): secondary surgical intervention; lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 vicm5_12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed and exchanged for a longer lens on (B)(6) 2017 due to low vaulting. The problem was resolved.